Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited noise over sensing resulted in an inappropriate mode switch episode. The atrial lead was capped and replaced on (B)(6) 2026. The patient was stable throughout.